Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal started to delaminate 2 circles in from the outer edge, then totally started unraveling inward during loading of the heartstring device into the delivery tube. The procedure was completed using a replacement device. There were no pt consequences.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).